Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the manufacturer representative (rep) was in a trial case on the day of the report. They were getting high impedances, greater than 10,000 ohms, and they tried changing the trialing cable, but that did not work. They then tried changing the lead and this resolved the issue.

Manufacturer narrative:
Product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 3555-31, lot# n525790, product type: screening device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead ((B)(4)), found no anomaly. (B)(4).

Event description:
Additional information received reported that a manufacturing representative (rep) returned the lead and multi-lead trialing cable to the manufacturer for analysis.